Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012, inratio: 6.1, lab: 1.6. Results done 1 hour apart from one another. Pt's target therapeutic range is 2.0 - 3.0. Pt began using meter on (B)(6) 2012. Pt was hospitalized (B)(6) 2012 for a severe nose bleed. Pt continued bleeding slightly this week. Medical adviser determined that inratio did not contribute to the adverse event reported in this complaint.

Manufacturer narrative:
Investigating pending